Event description:
The portable x-ray unit had just been used to complete a chest x-ray, and the unit had been removed from the patient's room. The unit was being transported down the hallway through the respiratory therapy department when the radiologic technologist heard a noise from the unit and noticed black smoke and sparks emitting form the unit. The radiologic technologist let go of the handle and called for help. A biomed employee was present and extinguished the fire.

Event description:
The portable x-ray unit had just been used to complete a chest x-ray, and the unit had been removed from the patient's room. The unit was being transported down the hallway through the respiratory therapy department when the radiologic technologist heard a noise from the unit and noticed black smoke and sparks emitting form the unit. The radiologic technologist let go of the handle and called for help. A biomed employee was present and extinguished the fire.